Event description:
This supplemental report is being filed to provide the updated conclusion code based on trend analysis.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a syncopal event which resulted in the patient falling and sustaining a gash on their head. A review of the device data showed the ICD was working as expected and was not the cause of the reported syncopal event. However, during the review of the device data it was noted that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead had exhibited high out-of-range shock impedance of greater than 125 ohms. The shock impedance over the past year has ranged from 105 to 167 ohms. This product remains in service. No additional adverse patient effects were reported.